Manufacturer narrative:
(B)(6). Date patient pain began is not known. Complainant part is not expected to be returned for manufacturer review/investigation. DHR review was completed. Part no.: 241.451, lot no.: 7806237, manufacturing location: (B)(4), release to warehouse date: 07.mar.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a 3.5 mm locking compression plate (lcp) ® anterolateral distal tibia plate on (B)(6) 2015. On (B)(6) 2018, the patient underwent a removal surgery of the 3.5 mm lcp® anterolateral distal tibia plate due to pain. There was no surgical delay and patient outcome reported. Hardware was removed intact. This report is for one (1) 3.5 mm lcp anterolateral distal tibia plate. This is report 1 of 2 for (B)(4).